Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the cmg value was 61 mg/dl when the patient lost consciousness. Prior to losing consciousness, the patietn did not have any symptoms. His wife called emergency medical services (ems). Upon paramedic arrival the bg finger stick was 33 mg/dl. Although paramedics administered IV medication, he did not know which medications he received. Shortly thereafter he regained consciousness, paramedics rechecked the bg finger stick, and the cgm was reading accurately. He stated that when his bg is 61 mg/dl he is normally conscious. He did not have to go to the hospital and after the event his bg was in a normal range. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.